Manufacturer narrative:
Upon review of the event, it has been determined that this event was a result of a coinciding procedure, and will be reported under medwatch 0001825034-2019-00298. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: oss femoral, catalog #: 150357, lot #: 236000, oss axle, catalog #: 150480, lot #: 786840, oss tibial bearing, catalog #: 150410, lot #: 875680, oss poly tibial bushing, catalog #: 150476, lot #: 689570, oss reinforced yoke, catalog #: 150493, lot #: 063820, oss porous im stem, catalog #: 150403, lot #: 596730, oss proximal tibia, catalog #: 150805, lot #: 161380, oss poly femoral bushings, catalog #: 150477, lot #: 745350. Customer has indicated product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation is completed, a follow-up MDR will be reported. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-00311, 0001825034-2019-00312, 0001825034-2019-00313, 0001825034-2019-00314, 0001825034-2019-00315, 0001825034-2019-00316, 0001825034-2019-00317, 0001825034-2019-00318, 0001825034-2019-00319. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in patient.

Event description:
It was reported that patient underwent left total knee arthroplasty stage ii reimplantation and had an intraoperative blood loss of 1000ml. Subsequently, patient was transfused with two units of blood five days post-operatively for acute postoperative blood loss anemia.